Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that patient faced extended infusion set leakage at site event on 05-july-2024. The infusion set was in use for 4 days. No further information available.